Event description:
Complaint is reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, the stent would not cross the lesion. Using the femoral approach, the index procedure treated the 85% stenosed lesion located in the moderately calcified and tortuous proximal right coronary artery. The physician met significant resistance when attempting to place a 3.5x16mm taxus liberte stent and was unable to cross the target lesion. The procedure was successfully completed with angioplasty. No patent complications occurred and the patient's condition was listed as "good". However, analysis of the returned product revealed that there was stent damage.

Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. The stent struts on rows 1 to 6 were severely bunched and misaligned. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).